Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There is no actual complaint sample returned for further investigation. Therefore, no physical assessment can be conducted. Due to there was no complaint sample returned, further investigation was not possible. Catheter torn could likely occurred due to in contact with sharp object during handling. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the same incident happened during use with two different children patients: during the insertion of the catheter, when removing the stylet, the urinary catheter tore. Then to understand, I tested on an unused catheter: I noticed resistance whilst removing the stylet (during a test). Clinical consequence: the doctor removed the torn catheter and started the procedure (insertion) again.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the same incident happened during use with two different children patients: during the insertion of the catheter, when removing the stylet, the urinary catheter tore. Then to understand, I tested on an unused catheter: I noticed resistance whilst removing the stylet (during a test). Clinical consequence: the doctor removed the torn catheter and started the procedure (insertion) again.